Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable. The patient stated morphine 25mg but was unsure if that was the dosage or concentration. The patient then read out ¿'morphine 5.717 with bolus at .200¿. The indication for use was malignant pain and spine/back. The patient reported that for the past 6 months to a year, they have been having issues charging their handset. The patient stated they have to wiggle the cord around to get it to start charging. The handset was currently at 23% charge. The patient confirmed the multiple cords they are using for the handset are all wiggly. While on call, the patient mentioned the communicator is also having issues charging. The patient stated, ¿every once in a while¿, they have to wiggle the cord in the port in order for the communicator to take charge, and now, ¿it busts¿ right through. When the agent inquired event date of communicator charging issues, patient stated ¿I don't know, it's usually fine¿. The patient mentioned they have old cords, but they've tried other cords, but the cord is still wiggly in the port. The issue was not resolved through troubleshooting. A request was sent to repair to replace the devices. The communicator charging port is loose/wiggly and they have to intermittently move cord around in the port to get it to charge.

Manufacturer narrative:
H3: analysis of the communicator found ¿no anomalies visually observed, tested ok, passed bench and final functional test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.